Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the patient reported pump error 38. No harm requiring any medical intervention was reported. Troubleshooting was performed and the issue was not resolved. Patient will discontinue using the pump. Replacement being sent.

Manufacturer narrative:
Retainer ring = black the device was returned for no motor movement or negligible movement. Retries to free a stuck motor failed alarms and rewind anomaly on event date (B)(6)2022. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed alarms. Test p-cap/reservoir locks properly into place. Device history and trace files downloaded successfully using thump software. No motor movement or negligible movement. Retries to free a stuck motor failed confirmed in the device history/trace files on (B)(6)2022 20:26:49.000. Motor was tested outside of the device and determined the motor was stuck. Device was cut open to perform visual inspection and found moisture damage on the force sensor. Unit tested outside the device and received no motor movement or negligible movement. Retries to free a stuck motor failed at rewind. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, cracked case - corner of belt clip rails, battery tube threads - cracked, corroded battery tube and label damage (faded serial number label). Constant no motor movement or negligible movement. Retries to free a stuck motor failed alarms confirmed during rewind and in the device history/trace files due to jammed motor gearbox. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial information was submitted with missing information. The correct information has been updated with this report in b5 section.

Event description:
It was stated that customer was able to clear to clear the alarm and unable to rewind the alarm.